Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was treated with manual injections. Customer¿s blood glucose was 288mg/dl at time of incident. Customer had big air bubbles in the tubing near reservoir connector. Customer stated that they alleged possible under delivery. Customer performed displacement test and passed. Customer had symptoms like light headed, feels like she was going to pass out. Customer¿s current blood glucose was 362mg/dl. Insulin pump will not be return for analysis.